Event description:
From received medwatch letter. Users states the second time she used it, something smelled hot. Did not state it caught on fire, but she did state her back was burned and blistered. Went to the emergency room, going to burn and wound plastic surgery center on (B)(6) 2026.